Event description:
In 2000, the facility's interventional radiology tech. Informed the distributor's account manager of the following: the surgeon noticed holes in the catheter. The catalog and lot number of the device in question was unknown. However, based on the facility's purchasing history, the distributor's accounts manager feels that the device catalog number may be ac-230kc. No further details were provided.